Event description:
The customer contacted baxter's service center regarding assistance repriming the patient line; which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated there are air bubbles in patient line and requesting reprime patient line. The technical service representative (tsr) explained not available after therapy has been started. Hp understood. Per the troubleshooting performed by the tsr, asked if the patient line was properly primed before connected, and the patient stated no. The hp stated they do not use patient extension lines. The hp stated they did not see damages to the supplies. The tsr reviewed proper procedures per the user manual with the patient. The hp will not be providing samples for evaluation. The tsr assisted in ending the therapy. The tsr advised hp to start over with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis registered nurse (rn) (B)(6) 2012 regarding reported problem. The pd rn stated as far as they know the patient is doing fine. They stated they were never notified of this problem. They stated there has been no medical intervention needed. No further information was provided. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for an air in tubing (without alarm) during the initial drain stage. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. Therefore, the complaint cannot be confirmed and the assignable cause was not determined. The label review found the patient at home guide to be adequate for the use error in this incident.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained.